Event description:
The following information was received from global pharmacovigilance (gpv) and is a solicited report by a nurse from (B)(6) of sterile peritonitis in a patient coincident with (imported) dianeal pd4 ultrabag and (imported) extraneal viaflex therapies. On (B)(6) 2011, the patient experienced mild sterile peritonitis manifested by abdominal pain and cloudy effluent which did not require hospitalization. On (B)(6) 2011, the patient began remedial therapy with ciprofloxacin (500 mg, twice daily, route not reported) and vancomycin (2 g, single dose, route not reported). On (B)(6) 2011, the patient received vancomycin (2 g, single dose, route not reported). On that same date, the outcome for the event of mild sterile peritonitis had resolved. On (B)(6) 2011, remedial therapy with ciprofloxacin was discontinued. At the time of this report, dianeal pd4 ultrabag and extraneal viaflex therapies were ongoing. The nurse was unable to assess the event of sterile peritonitis and the relationship with dianeal pd4 ultrabag and extraneal viaflex therapies.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.